Event description:
Patient reported, that the advantage system generated a result of 17 mg/dl, when an undosed test strip was inserted. No patient injury was reported and no treatment was received. Patient did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped.